Manufacturer narrative:
The device has been returned, however our investigation is still ongoing. When the results of the investigation are available, a supplemental report will be submitted. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours. It was reported that the cannula became dislodged from the infusion site (abdomen) and that the pod was leaking insulin.